Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the parameters were wiped out during interrogation of the ins. The a and b group usage switched without prompting during interrogation on (B)(6) 2015. The patient was a pediatric patient. They left the clinic the month prior to report on group a and when they checked the ins a couple of days later with the patient programmer (pp) it showed group b. The company representative believed the consumer called this issue in a year prior to report and got a new pp and it was ok after that. The patient had an appointment on the day of report with their hcp and the rep would be there too. No symptoms were reported. It was further reported on the day of report the patient's device was not interrogated and they weren't scheduled until the following week. The groups had not inadvertently switched since the last clinician programmer session. The last time the patient had a clinician programmer session they started on group a. During interrogation it changed to group b which had no settings and the patient didn't get a therapy as a result. The hcp didn't use groups and didn't know how to create groups. The hcp didn't know how programming was changed to group b with no settings. The hcp told the rep that they were not able to arrow back to group a so before ending the clinician programmer session they entered group a settings into group b. Hcp thought all the settings were wiped out. The rep was not sure if the hcp was referring to only the settings of group b or all of the group settings being wiped out at the same time. There was a possibility of user error. Further follow-up was being conducted to determine what actions/interventions/troubleshooting was performed, what the cause of the switching of groups/settings being wiped out was, and if the issues had been resolved.

Event description:
Additional information received from a company representative reported no troubleshooting was needed since the settings were the same when interrogated. No issues were found at the time/day of the appointment on (B)(6) 2015 and everything was fine when interrogated.